Manufacturer narrative:
According to the distributor, the eflow unit was originally dispensed to the patient in 2005. At the time, it had aerosol head. In 2007, the distributor dispensed a replacement aerosol head for use by the patient. Aerosol head replacement is done after 300 treatments. This would indicate that: the patient had undertaken at least that many treatments using the device over a period of 18 months; and, the patient was knowledgeable of the intended use of the device and how to operate it. Seven documented attempts to contact the initial reporter and have the device returned for evaluation have, thus far, proven fruitless. We will continue to pursue this matter since reporter indicated that the device is available for evaluation. Reporter did note concern about the premixed colistin allowing conversion to polymixin b toxic to the airway epithelia. She did not state that the device was the cause of her concern. At this point, no definitive conclusions can be drawn, since we do not have the device to evaluate. Once it is returned we will conduct the requisite evaluation. Pari has been made aware that, based on this incident and the ongoing FDA investigation, the cystic fibrosis foundation issued a "colistin alert" on 06/11/2007, to all cf care centers, recommending that patients do not use premixed unit vials of colistimethate until the FDA investigation is complete, and the safety of the drug is established.

Event description:
Patient seen in 2007, at the end of an IV antibiotic course, fev, 47%, baseline. That evening started premixed colistin via eflow, began to have increasing symptoms within hours. By three days later, required urgent admission, experienced progressive respiratory failure. 5/1 patient was intubated for ventilation having had copious amounts of thin, pink secretions, ards. Bronchoscopy nine days in the following month, clear central airways, usual pathogens only. CT ground glass infiltrates. Died that month,with multiorgan failure. Concerned that premixed colistin allowed conversion to polymixin b toxic to airway epithelia.